Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the customer's condition. No malfunction could be observed during the technical investigation.

Event description:
Patient's medical doctor reported the patient passed away on (B)(6) 2012. Doctor stated the cause of death according to the post-mortem examination report is an overdose of insulin. Doctor reported that on (B)(6) 2012 patient was at his mother's until 11 pm and everything was okay. Doctor stated later around 1:30 am on (B)(6) 2012 the patient was at his father's, had no concerns and then went home. Doctor reported the patient's parents noticed that their son did not call and later that day at around 12:30 pm the patient was found dead on his bed. Who found the patient was not identified. Doctor stated emergency was called immediately, caller was not identified, and the doctor on call identified extreme hypoglycemia as the cause of death. Doctor reported an autopsy of the patient has been performed and they did not find any other cause for the death; they continue to assume that the cause of death is an overdose of insulin. Doctor stated the police department has confiscated the infusion device and glucose monitor. Doctor reported the patient's parents stated that due to the good condition of the patient. They do not think that it was a suicide attempt. Doctor stated the criminal investigation department thinks the infusion device did not deliver insulin correction. Doctor reported he has spoken with the criminal investigation department and he thinks it is improbable that the cause of death was an overdose of insulin. Doctor stated he requested the infusion device and meter to read out the device and monitor data; stated he is comfortable if the company would receive and read out the devices' data. Doctor reported he will speak to the criminal investigation department again on (B)(6) 2013 and will ask them to contact the manufacturer. Doctor stated the patient had no noticeable or erratic blood glucose levels; the patient's hba1c value was always around 6.1 mmol/l (110 mg/dl). Doctor reported the patient never complained about extreme hypoglycemia and pump therapy has been optimal for the patient over the last 2 years. No further information is available. Requested return of the alleged infusion device, glucose monitor, glucose strips, infusion set, battery cover, insulin cartridge and batteries for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.